Event description:
The manufacturer representative reports a patient undergoing a catheter revision to investigate a fluid accumulation at the catheter insertion site. It was discovered the catheter had pulled out of the intrathecal space. The drug used in the pump is fentanyl (no concentration/dose reported). The distal piece of the catheter was replaced and the patient recovered without sequela. No specific patient symptoms were reported. The device was returned to the manufacturer for analysis. Additional information has been requested from the hcp, but was not available on the date of this report.